Event description:
The patient's mother stated that her son experienced blood glucose values that were high, so they inspected his infusion device and accessories. She first disconnected the tubing from his infusion site and ran a prime. She did not observe insulin flowing from the tubing. She then disconnected the tubing at the luer-lock connection and she observed that insulin had accumulated in the luer-lock area. She stated that the tubing was "clean", but appeared "not to allow insulin to flow." As a result of the lack of insulin delivery, the patient's blood glucose value elevated to 25 mmol/l (450 mg/dl). She reported his target blood glucose 6 mmol/l (108 mg/dl). She reported that he "threw up and was very thirsty", which were symptoms of elevated blood glucose. The tubing was 3 days old at the time of the observation. To reduce his blood glucose level, he was disconnected from his infusion device and was started on injection therapy. She did not have the lot number of the infusion set available at the time of the call. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.